Manufacturer narrative:
Additional annex c codes were added.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported having intermittent issues with clip appliers not easily releasing a completed clip (from the top or bottom) jaws and one that would not clip at all. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during internal service activity. The nurse and the rep were testing out the clip appliers because the surgeon wanted to have them checked. Clip applier failed engagement. They were sending back to isi for analysis. There was no patient involvement.